Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 5/5 of his automated peritoneal dialysis therapy. Reportedly, the home pt unspiked a supply bag and respiked the supply line into a different supply bag. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.